Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely on (B)(6) 2020 with a non-sustained rv oversensing alert on their implantable cardioverter defibrillator, which was diagnosed as post-paced t-wave oversensing. The patient was brought into the clinic on (b))6) 2020 where programming changes were made, which resolved the issue. The patient was stable throughout.